Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available. Additional information indicated that the spinal cord stimulation (scs) patient underwent an explant procedure due to occupational factors. Patient reported the size and placement of the implantable pulse generator (ipg) caused significant discomfort when wearing the mandatory protective vest. Postoperatively, the patient is recovering well. The explanted device was disposed of in accordance with facility policy and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.